Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met spec at the time of manufacture.

Event description:
The pt underwent an incisional hernia repair with implantation of a 12x25 veritas patch, placed using an unspecified suture. It was noted that the pt had undergone several previous surgical procedures and the abdominal cavity contained many adhesions. The veritas patch was able to be implanted without incident. Approx one week later, the pt returned with bowel contents leaking from the incision. The pt was taken back to the operating room at which time it was noted that the pt's bowel had attached to the veritas patch in a couple of places and there were a few small holes on the bowel, causing leakage of bowel contents into the abdomen. The holes in the bowel were repaired using suture. The abdomen was left open. Post-operatively, the problem was reported to have persisted for a couple of days but is currently under control, however, the pt currently remains hospitalized. It was thought that the abdomen may have already been contaminated prior to implant of the veritas patch and that the veritas patch may have torn in an unspecified location prior to the re-operation and identification of the small bowel leaks.